Event description:
A malfunction on the pump was reported by the caller. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The customer contacted technical support, who provided instructions for resetting the pump. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the issue arises again.